Manufacturer narrative:
Per tandem¿s user guide, ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin¿. The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested the customer to perform the load fill tubing sequence multiple times during the load sequence. Reportedly, customer over filled the cartridge with insulin and loaded cold insulin into the cartridge. Tandem technical support educated customer on proper the load techniques. Customer continued to use the existing supplies and successfully resumed insulin therapy on the pump. There was no adverse impact to the customer¿s blood glucose level.